Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system is freezing after a procedure. There is no patient involved.

Manufacturer narrative:
The customer reported that a system froze after a procedure. There was no patient involved. The company service representative examined the system but was unable to replicate any issue related to the reported event. The company service representative reseated all of the connections to the host module and re-installed the application software as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on october 27, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. (B)(4).